Manufacturer narrative:
Per the user facility's manufacturer trained biomedical engineer, while an external o2 analyzer was being used, it was noticed that the fraction of inspired oxygen (fio2) was off considerably at the 60% setting. The o2 sensor was replaced and the issued was resolved. The user facility opted not to return the suspect o2 sensor and instead disposed of it.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) lost calibration. As a mitigation, local controls on the epgs were used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the electronic patient gas system (epgs) lost calibration during a case. The unit was not changed out and the case was completed successfully, with no delay, no blood loss, and no adverse event. The local hlm trained biomedical engineer confirmed that there was a faulty galvanic oxygen (o2) sensor by comparing readings with an external o2 analyzer, and a new o2 sensor was ordered.

Manufacturer narrative:
The reported complaint was confirmed. The o2 sensor was not returned, as it was discarded by the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.